Event description:
I suffer from a systemic ai condition that causes inflammation in my body, including since (B)(6) 2021, in my bladder. Between (B)(6) 2021 I had acute chronic pain that landed me in (B)(6), as well as (B)(6) at private doctors and so on. It was severely life-limiting and something I hoped never to have to revisit. Since that time, with a lot of work and patience, I have been 85% better, and no longer had pain or problems in that area. (B)(6), my pelvic floor specialist mentioned that thermiva might be a good option for me to improve things further, and recommended mr (B)(6) as a good doctor for me to see at beyond health in (B)(6). I could find not a single negative review on the internet, and every site said it was 100% safe with no side effects. At my appointment, mr (B)(6) was very nice and took a long case history, mentioning that perhaps I would benefit from some bladder installations as well, but that he thought thermiva was a good option for me, and carried out the procedure. I did ask him several times how I, as a very sensitive patient with other health conditions, might react and he reassured me there would be no problems. The procedure itself was quite painful, esp on the anterior wall of my vagina, which I did mention, and the heat had to be adjusted on the outside of my vagina too, so I could tolerate it. Once over, I left the clinic, with a warning that I may experience some bladder urgency for the first 24 hours, but I could cycle/exercise/have sex straight away. I did none of these things, and began to notice some mild bladder pain that evening, which then became much, much worse on the second day. I felt unwell, very nauseous, hot, thirsty and lost my appetite, and well as excruciating pain in bladder and vagina. The pain is non-stop and I am on constant azo to try to manage it, but again, I am back to sleepless nights, pain on walking, sitting etc. And am absolutely miserable. If I had any inkling that this might be the outcome, I wouldn't have gone anywhere near this treatment. It will now take me many months and (B)(6) of misery to get well again. I am also worried I have caused further scarring or damage to what was already an inflamed area. On top of this, I am developing thrush in my vagina (I haven't had for 15 years) and the nature in which my bowels evacuate has changed significantly (from clean stool to very messy, thin ones that require lots of wiping). I am in contact with the doctor who carried out the procedure (and I have not, as yet, been charged) but there is very little he can do really, to make it better, and I will just have to endure more months of pain and agony. I am utterly perplexed that no one is reporting negative side-effects on the internet - are they being wiped? Women must be made aware of the possible outcome. Thanks, (B)(6). FDA safety report ID# (B)(4).